Manufacturer narrative:
B5/additional information received: it was reported that the event occurred during a surgical procedure; however, the patient was not injured.

Event description:
See h10.

Event description:
It was reported that while the mlx 300w xenon lightsource (00mlx) was connected, it overheated and burned the outlet for the light source. It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: the xenon lightsource was received in used condition. Evaluation could not duplicate any issues of this 00mlx unit overheating. Electrical safety test was ran and the unit was within the specifications range. Unrelated to the reported failure, it was determined that the xenon lightsource needed a turret, lamp, attenuator switch and stepper motor. Root cause analysis: the reported complaint could not be confirmed. The issue of this 00mlx unit overheating could be due to debris inside the light cable port caused by improper cleaning and maintenance. No manufacturing, workmanship, or material deficiency has been identified.